Event description:
It was reported that right after implant, the patient was having burning, stabbing pain right under the implant. The patient was implanted in (B)(6) and the burning sensation was in (B)(6). It was noted that at the follow up appointment about two weeks after implant, one of the leads was turned off. It was noted that the patient was reprogrammed. It was believed that the patient was not referring to an actual warming of the skin or that the skin felt warm to the touch. The patient stated she did not know where the leads were located because she was ¿so out of it just after surgery.¿ the patient stated that on the day prior to the report, she discovered the other lead was also burning. The patient thought she had a bladder infection but discovered it was her implantable neurostimulator because she turned it off. The patient stated that she ¿did not know if the lead fell and pulled out of the machine.¿ it was noted that the patient normally left the stimulation on all the time because her pain was so serious. It was noted that there was a loss of therapeutic effect. The patient¿s implantable neurostimulator was for chronic pelvic pain and it was implanted on the right, front side of her stomach. It was noted that the patient was scheduled for a routine office visit for (B)(6) 2014. It was further reported that the burning sensation was due to the leads themselves. The reporter noted that everything was fine with the leads and battery, and that the leads had just been misplaced. It was noted that they had moved and were not in place. It was noted that the patient was going to have an x-ray. With the impedance check, everything checked out great. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (b)(6 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).